Event description:
An eye care professional reported that a patient experienced a corneal ulcer (location not provided), right eye, associated with wear of air optic night & day aqua trial lenses on an extended wear basis. No treatment information was provided. Event resolved and lens wear was resumed in a different brand of contact lens. Request has been made for further information, however, no additional details have been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot information provided, no detailed investigation can be performed.